Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The devices were implanted at (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during the same procedure. It was reported to boston scientific corporation that an advantage fit and a polyform mesh were implanted on (B)(6) 2016. As reported by the patient's attorney, the patient experienced the following injuries: pain, nerve entrapment, erosion, infection and mesh removal. Boston scientific has been unable to obtain additional information regarding the event to date.